Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient experienced a seizure. The cgm reading was 83 mg/dl but the bg value was 53mg/dl. It was not clear whether both values were taken at the time of the seizure. The patient¿s mother called 911 and the patient was transported to the hospital. She was treated with an unspecified intravenous (IV) therapy and her condition improved. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.